Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent difficult to deploy. The product was not returned for analysis; therefore, no evaluation could be performed to identify any potential device defect. However, the customer provided photos in which the label information could be observed, and the device was shown without the guide catheter. The most probable cause of the reported issue cannot be established due to a lack of sufficient evidence. Additionally, without proper evaluation of the device, the contributing factors to the event remain unknown. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned; therefore, a product analysis could not be performed. However, the customer provided photographs in which the label information could be observed, and the device appeared without the guide catheter. Labeling review: a labeling review was performed, and based on the available information, evidence suggests that the device may have been used in a manner inconsistent with the labeled instructions. Per the instructions for use (IFU): "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." However, it was reported that the barb flap cover was not used when inserting the device through the biopsy cap. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Risk review: a risk review was completed and confirmed that the event of catheter guide detached/separated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was intended to be implanted in the common bile duct to treat choledocholithiasis with acute cholangitis during an endoscopic retrograde cholangiopancreatography (ercp) procedure including stone basket and saccule stone removal, as well as biliary duct plastic stent placement, and was performed on (B)(6) 2026. During the procedure, the plastic stent could not be deployed smoothly under the guidance of bow tome and guidewire. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. Per the IFU, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." The user did not follow the IFU; therefore, this complaint has been assigned ar code 5191: 2457 to capture user error. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the guide catheter detached. Please see block h11 for full investigation details.